Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: please provide the lot number: unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that, a design change was made to increase the size of the outer box of the product. Since the information on the design change stated that only the box was being changed, it was assumed that only the outer box would be enlarged, but in fact, it was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a suture was used. During the procedure, the inner package was observed to be enlarged. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h4, h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve representative unopened samples that pertain to product code d6416 was received for analysis. During the evaluation of the returned samples, the box was opened, and all overwrap and straight folder packets had the same size. During further investigation, it was found that a replacement of the straight pack folder(rmc 385679 ) with a "regular" pack folder (rmc 385598 ) was created under project zeus. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Due to a change in the straight-pack folder, the event described could not be confirmed. Although no product defect was identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.